Event description:
It was reported that the tulip head of the screw was deformed during inserting the blocker. So, the surgeon replaced screw instead of it and the procedure was completed. There is about 20 minute delay in the operation.

Manufacturer narrative:
Method: risk assessment, complaint history analysis, manufacturing record review, visual inspection, functional test. Results: there have been 15 other reports relating to cross-threading for xia-3 blockers. It has been previously concluded that incorrect technique by the surgeon has lead to these issues. In this event the cross-threading only created a delay of 20 minutes. When we received the screw we found deformation on the crown of the screw body. This implies it has gone through final tightening. The corresponding blocker was found to have plastic deformation on its underside and a large burr is apparent on the first thread. A blocker from stock was tested with the tulip and it functioned correctly. The manufacturing file was also reviewed and no discrepancies were noted. Conclusion: the returned screw showed no evidence of the reported deformation; however, the returned blocker had a large burr on the first thread. This large burr implies that the blocker was cross-threaded and that is believed to be the cause of this event.